Event description:
The customer reported a channel error during transportation of a patient from the operating room. The patient was on a dopamine infusion and it was reported there was "temporary harm to the patient." No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned. The customer's complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.